Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the laser power was poor. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative cleaned the optics block of the slit lamp and aligned the aiming be am to address the issue. The slip lamp was manufactured on march 31, 2010. Based on qa assessment, the system met specifications at the time of release. The system was tested and found to meet product specifications. The root cause of the reported event can be attributed to dust and debris accumulating on the slit lamp optics over time. (B)(4).